Manufacturer narrative:
S/w version: 4.11e, retainer ring: black, case type: ngp. Customer returned pump, for alleged no delivery/occlusion alarm. Unknown timing, keypad unresponsive/button error alarm and failed battery test found on 17-apr-2023. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement and self test. No failed battery alarm noted, during testing. All buttons function properly. No unexpected insulin flow blocked alarms noted, during testing. Pump successfully downloaded to thus. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed, pump alarm insulin flow blocked alarm on (B)(6) 2023 at time 17:52:54.000, during bolus in pump downloaded history. Pump was cut open to perform visual inspection. And found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly, during visual inspection. Pump passed, the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay and serial number label missing. Pump passed, full functional testing. Customers alleged no delivery/occlusion alarm, unknown timing was not confirmed, during testing. No unexpected insulin flow alarms noted, in pump history download. Failed battery alarm was not observed, during analysis. Failed battery test not confirmed. Unresponsive keypad was not observed, during analysis. Unresponsive keypad not confirmed. No anomalies noted, on keypad/electronic/motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that customer received pump that was unresponsive to new battery. No delivery alarms were experienced, and sometimes the keypad buttons were stuck. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.